Event description:
Initial (B)(6) 2025): this serious case reported via amazon review refers to a female consumer. The consumer used the dentek maximum protection dental guard for an unknown indication and experienced a tooth fracture. Consumer states that she attempted to fit the product twice and fractured her tooth in the process. This case outcome is unknown. Meddra version 28.0 expectedness: tooth fracture: unexpected according to the company reference safety information.